Event description:
Based on previously reported adverse events (manufacturer report #1831750-2010-01872 and 1831750-2010-01873), an evaluation was performed on all remaining wall saver recliners located at this facility. This evaluation found that once the ottoman was raised, it was difficult to consistently secure the ottoman back down.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.